Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise reversion episodes were observed. Myopotential oversensing was suspected. Oversensing was reproducible with isometric testing. Programming changes were made and no more oversensing was noted. Patient's condition was good.